Manufacturer narrative:
The ac power cord was returned to the MFR for evaluation. Testing confirmed there was an intermittent connection due to a loose pin on the wall plug. The device's ac power cord was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator would not function with ac power. There was no harm or injury reported.